Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores and chafing under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to clean the irritation and keep it dry. Follow up indicated that the patient used gauze on the irritation, and it improved.